Event description:
Information received by medtronic indicated that the insulin pump back button was not responding. Customer changed the battery but issue persisted. Customer stated that the retainer ring was intact. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = clear. Case type = ngp. Customer returned insulin pump for alleged unresponsive back button found on (B)(6) 2022. The insulin pump passed the displacement test. The insulin pump failed the self test due to appearance of insulin pump error . The insulin pump passed the keypad voltage test. Back button was tested for functionality and passed. Test p-cap locked properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. Successfully downloaded insulin pump history files and traces using thus software. Insulin pump alarmed a insulin pump error during testing on january 04, 2023 at 07:13:10.000 (variable #: 3). Insulin pump was cut open to perform visual inspection and found a broken trace at pins #6 sda and #1 vdd on the chip on the keypad assembly, but found no other evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. However, moisture damage was found isolated to the battery tube. The following were also noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, corroded battery tube, and cracked retainer. Unresponsive back button was not confirmed during testing. Retainer ring damage was confirmed. Insulin pump error was confirmed during testing (variable #: 3) due to a broken trace at pins #6 sda and #1 vdd on the chip on the keypad assembly. Moisture damage was confirmed isolated to the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Occupation has been updated and provided with this report in section e3.

Event description:
The device was returned for the analysis.